Event description:
It was reported that the device was not emitting audible alarms, despite the speaker working, as beeping was noted. The device was in use. No injury or medical intervention was reported.